Event description:
It was reported that the customer answered ¿yes¿ to the survey question " since receiving the notification letter, are you aware of: any medication errors related to using the custom concentration programming?¿ there was no reported patient impact.

Manufacturer narrative:
The reported event of device had medication error, was created to document the event that the customer reported. The reported issue that the pcu 1.5 module medication error could not be confirmed and the root cause could not be determine; no product or device logs were returned for investigation. No device history search was performed since no source device serial number was reported by the customer. A review of the (B)(6) 2021 complaint review board (crb) did not find an increasing trend for the reported issue of medication error. Based on the crb review and the limited information provided no further investigation actions will be performed.

Manufacturer narrative:
The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the customer answered ¿yes¿ to the survey question " since receiving the notification letter, are you aware of: any medication errors related to using the custom concentration programming?¿ there was no reported patient impact.